Event description:
The urethrotome broke off during a procedure. It took a while for the surgeon to retrieve the broken piece and control the bleeding. Pt was hospitalized overnight and released the next day.